Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of exactamix 2000 ml eva tpn bags were observed to be leaking from an unspecified location. The leak was discovered during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between 08/08/2018 & 08/09/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.